Event description:
Caller reported a malfunction on the pump, described with a malfunction code of malf 12 and a fault ID of 12-0x2071. There was no adverse impact to the customer's blood glucose level reported. The customer continued to use the pump for insulin therapy.